Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the trial system from 2014 was ¿absolutely wonderful¿; the surgeon was able to program the stim to start at the patient¿s feet and work up. But with the (B)(6) 2016 implant, they had to program the stim to work down the patient¿s body and in result the lead was moved up in the patient¿s back due to some of the vertebrae in his back. An appointment was scheduled for the patient on (B)(6) 2017 with their healthcare professional (hcp). There were no further complications reported or anticipated.